Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received and insulin does not go through the tubing. The customer's blood glucose reading was 121 mg/dl at the time of incident. The customer indicated that the alarm was resolved by a reservoir change. The customer was advised to do a complete set change and call back if further troubleshooting is needed. The customer does not want to return the set or reservoir for analysis.